Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a button error alarm and an external ram error alarm. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received intermittent button response due to moisture damage at the keypad traces. No button error alarm. No a27 alarm during our testing. The insulin pump has cracked case at the display window corner and cracked reservoir tube lip.